Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018. Prior to passing, the patient received an inappropriate treatment event consisting of one shock. The patient was at home and was sleeping at the time of the event. Ems was called and resuscitation attempts were made. At 02:00:28 on (B)(6) 2018, the device detected an arrhythmia. The patient's rhythm was asystole with intermittent cardiac activity. The device released gel and a treatment shock was delivered at 02:02:50 while the patient was in asystole. The post-shock rhythm was bradycardia at 40 bpm that degraded to asystole. Following the treatment, the patient remained in asystole until the electrode belt was disconnected at 02:16:31. There is no indication that the inappropriate treatment caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life-sustaining rhythm (asystole) prior to the treatment. Asystole is considered a non-treatable rhythm by the lifevest.